Event description:
It was reported that the customer was hospitalized for dka and had chest pains prior to the event. While troubleshooting, the pump would not alarm during the high pressure test. At that time, the customer was advised that a replacement will be sent.